Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient was went to emergency room and hospitalized. The blood glucose level was 487 mg/dl. Patient having small level of ketones. Customer faced issued with cannula. High blood glucose level was treated with multiple daily injection, intravenous, and insulin. No further information available.